Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 500 mg/dl with mild symptoms. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and that pump therapy was discontinued with no information provided regarding any recent adjustment to pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the patient is legally blind and was unable to provide information regarding the bolus and basal delivery histories. Review of potential cause of bg issue indicated that bolus type was incorrectly programmed, recommended dosage by bolus calculator was overridden and the user was manually calculating dosages incorrectly. In addition, due to the patient¿s impaired eye sight, the patient reportedly was bolusing by hitting the ¿ok¿ button repeatedly until patient ¿felt¿ that bolus was delivered. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia attributable to a use error.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data did not find any unusual alarms. The total daily deliveries added up correctly and reflected the user¿s programmed basal settings. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. Bolus calculations by the pump matched those calculated manually. The investigation was unable to verify or duplicate any malfunctions in bolus calculations.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.